Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The rotators were separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation: method: device history record was reviewed.

Event description:
The rotator broke when the pressure is set to 1200 psi. No harm or injury was reported.